Manufacturer narrative:
Investigation ongoing/results will be provided in a follow-up submission report.

Event description:
It was reported that there was an issue with product gb302r - cranial perforator 9/12mm hudson shank. Specifically, it was reported that an adverse event involving multiple medical devices occurred during an emergency surgical procedure, which led to a delay of the surgical procedure. During use, insufficient trepanantion motor performance and overheating of the craniotome handpiece were observed, necessitating a change in console. The subsequently introduced console failed to recognize the motor and foot switch. The surgical procedure was completed using a replacement console. One day after becoming aware of this incident manufacturer was informed by the involved hospital that the patient had died postoperatively. The hospital stated that, based on its assessment, the patient's death was not attributable to the medical devices manufactured by aesculap ag. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, death. Review of the manufacturer's postmarket surveillance (pms) database did not identify any negative trends relevant to the involved medical devices. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no.(B)(4). Associated medwatch report: ga849 (aesculap ag reference no. (B)(4); 9610612-2026-00007). Ga800 (aesculap ag reference no. (B)(4); 9610612-2026-00008). Ga800 (aesculap ag reference no. (B)(4); 9610612-2026-00009). Ga808(aesculap ag reference no. (B)(4); 9610612-2026-00010). Ga806 (aesculap ag reference no. (B)(4); 9610612-2026-00011). Ga822 (aesculap ag reference no. (B)(4); 9610612-2026-00012). Ga806 (aesculap ag reference no. (B)(4); 9610612-2026-00013). Ga822 (aesculap ag reference no. (B)(4); 9610612-2026-00014) gb302r (aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: b5 - description updated. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered no longer reportable: - no serious public health threat / falsified device. - no serious adverse event. - no malfunction.

Event description:
Update: additional information was received from the health facility. According to the treating physicians, the patient passed away as a result of an underlying medical condition. Associated medwatch report: ga849 (aesculap ag reference no. (B)(4); 9610612-2026-00007). Ga800 (aesculap ag reference no. (B)(4): 9610612-2026-00008). Ga800 (aesculap ag reference no. (B)(4); 9610612-2026-00009). Ga808 (aesculap ag reference no. (B)(4); 9610612-2026-00010). Ga806 (aesculap ag reference no. (B)(4); 9610612-2026-00011). Ga822 (aesculap ag reference no. (B)(4); 9610612-2026-00012). Ga806 (aesculap ag reference no. (B)(4); 9610612-2026-00013). Ga822 (aesculap ag reference no. (B)(4): 9610612-2026-00014). Gb302r (aesculap ag reference no. (B)(4); 9610612-2026-00015). Ga849 (aesculap ag reference no. (B)(4); 9610612-2026-00021). Ga808 (aesculap ag reference no. (B)(4); 9610612-2026-00022).